Event description:
It was reported that patient experienced ineffective therapy. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section a4: information regarding patient weight was not provided. Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000104681.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein patients' system was explanted to address the issue.

Manufacturer narrative:
Correction a4- patient weight. Correction e1- initial reporter first and last name. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.